Manufacturer narrative:
E1: patient city: (B)(6). Patient country: france.

Event description:
Unomedical reference number (B)(4). Event occurred in france on (B)(6) 2024, it was reported by the patient that infusion set was leaking from connection. No further information was available.